Event description:
A us distributor reported that a patient's electrode belt does not communicate with monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) was confirmed due to the interconnect cable connecting the distribution node (dn) to the rear therapy electrodes being pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was physical abuse. Investigation underway. See (B)(4). There was no adverse event that resulted from the damaged belt.